Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery did not hold a charge and had not been working for months now (2017). No troubleshooting could be done due to a lack of access to the product. It was also reported that the patient was having an MRI which was unrelated to the patient¿s device/therapy, however they were not able to put the ins into MRI mode. It was reported that MRI coils were discussed (received only for head), which required the patient¿s ins to be put into MRI mode. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.